Manufacturer narrative:
The reported event of device had pump screen blank/missing information was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the may 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿pump screen blank/missing information". Based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the 8015 alaris pcu 1.5 module pump screen blank/missing information could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported that the pump screen was blank/missing information. There were no patient harm.

Event description:
It was reported that the pump screen was blank/missing information. There were no patient harm.

Manufacturer narrative:
Correction in g3.

Manufacturer narrative:
Correction: disregard file- this file was erroneously reported as dim segment; however, was not needed.

Event description:
It was reported that the pump screen was blank/ missing information. There were no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump screen was blank/ missing information. There were no adverse effects caused to the patient.